Event description:
A renewal patient reported that the charging port of their pump was damaged and loose, causing the pump to charge only when connected to a power source and requiring manual adjustment of the cable port. This presented safety concerns as there was a risk the battery might not charge, leading to a possible pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The patient opted out of troubleshooting and instead requested documentation for insurance purposes. Technical support documented the issue but did not create a case, as troubleshooting could lead to further damage due to the condition of the usb port.